Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer reloaded the same cartridge for one instance and changed cartridge to address issue for the other instance. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 111-128 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.